Event description:
The customer reported to olympus that while cleaning the gastrointestinal videoscope with the endoscope reprocessor, the endoscope reprocessor started making strange noises. After a while, it was noticed that the cleaning tube near the connector on the washer side was cut. Therefore, the endoscope may have been insufficiently cleaned. It was unclear when the irrigation tube broke, so there was a possibility that multiple endoscopes had been insufficiently cleaned. The issue was found during reprocessing. There were no reports of patient harm or impact associated with this event. This report is related to the following linked patient identifiers: (B)(6).

Manufacturer narrative:
E - initial reporter: (B)(6). The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. The endoscope suspected an insufficient reprocessing due to failure in water flow out of the connecting tube was utilized for a patient (reprocessed with the different procedure from the instruction manual). Identification of the material could not be determined. Pre-cleaning performed immediately after a procedure by: wiping, suction, air/water channel cleaning adapter. Cleaning solutions used with the endoscope was olympus end fresh s. The minimum effective concentration is checked every morning. The endoscope is not leak tested prior to manual cleaning. The endoscope channel is brushed during manual cleaning. The brush used is a boston scientific/hedgehog sbd-228-50 single use. The type of aer (automated endoscope reprocessors) is being used to reprocess the endoscope is olympus oer-5 with no issues. The last preventative maintenance for the aer was 2022/10/13. Olympus will continue to monitor field performance for this device.